Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres; however, on the third inflation at 6 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a coyote es balloon catheter. The balloon was loosely folded, and the device was bloody. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube and there was a pinhole in the balloon material located 84mm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres; however, on the third inflation at 6 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.